Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a pod fell off of the patient. Patient had sought medical attention. They were provided with a prescription for the situation. This was all of the information that was able to be obtained.